Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for an unrelated issue. Upon interrogation there was noise on the patient's right atrial (ra) lead upon interrogation. No programming changes or revisions were made and the lead would continue to be monitored. The patient was in stable condition.